Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced high blood glucose a blank display, beep anomaly and keypad anomaly. The customer¿s blood glucose level was over 600 mg/dl and 239 mg/dl. The customer was treated with a shot. The customer stated that they had heard a constant tone and the buttons are not responding. The customer was advised to observe time clock for one minute to verify if time advances and time was advancing. The troubleshooting was performed and was advised to insert new aa battery and the display returned. The customer declined troubleshooting for high blood glucose. The customer was advised to insert a new battery per instruction for use once the five-minute pump rest was completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Device was monitored and tested with no blank display and audio or beep anomaly noted. Analysis identified product meets specification: no